Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant only noise could be observed on the new right ventricular (rv) lead. Roughly 10 attempts at positioning were made but all attempts only showed noise. The lead was never implanted and another lead was used. No patient complications have been reported as a result of this event.